Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the right atrial (ra) and shock channel. Low amplitude noisy signals were also observed on the right ventricular channel, however none of it was sensed by the crt-d. Low amplitude measurements were also observed on the ra channel. Troubleshooting options were provided by boston scientific technical services and the crt-d was reprogrammed and remains in service. No adverse patient effects were reported.